Event description:
It was reported via repair work order that both sides of the foot end support brackets were broken and could not support patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.